Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: complaint sample was evaluated and the reported event was not confirmed. A functional test was performed, and after applying steris hinge free lubricant, the device was found to be conforming to specifications. Device history record was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a spring on an inserter handle fractured during a knee procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.